Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A medtronic startright representative reported via phone call of sensor glucose versus blood glucose differences from the sensor. The customer's blood glucose reading was 40 mg/dl and sensor glucose reading was 80 mg/dl. The customer stated that the sensor went into threshold suspend when blood glucose was in good range. The customer mentioned blood at site and tape not sticking. The customer stated that she received sensor error at day 2. The customer removed the sensor and it was kinked. The customer declined assistance from helpline.